Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a new ipp was implanted. During the procedure fluid leak was noted on the explanted device. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that the fluid leak was identified in one of the cylinders. No more information available at the moment. Should additional information become available, it will be provided. Product investigation complete. The pump was visually inspected. There was a leak in one cylinder due to wear at the corner of a fold. This cylinder had buckling folds. The other cylinder performed within specifications. The pump was not functionally tested due to contamination. The reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The product analysis could not confirm the reported device allegations. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 720185-01 batch/lot number 0180640013 model/catalog description reservoir flat iz 100 ml. Preconnected cylinders and pump: product investigation complete. The pump was visually inspected. There was a leak in one cylinder due to wear at the corner of a fold. This cylinder had buckling folds. The other cylinder performed within specifications. The pump was not functionally tested due to contamination. The product analysis confirmed the allegation of fluid loss. Based on the results of this investigation, no escalation is required. Reservoir: product investigation complete. The reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The product analysis could not confirm the reported device allegations. No more information available at the moment. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Model number/catalog number 720185-01, serial number null, batch/lot number 0180640013, model/catalog description reservoir flat iz 100 ml

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a new ipp was implanted. During the procedure fluid leak was noted on the explanted device. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that the fluid leak was identified in one of the cylinders. No more information available at the moment. Should additional information become available, it will be provided.